Event description:
On 05/08/2008 a letter was received from the patient along with her infusion device. She stated that she did not correctly program the basal rates into her infusion device and her blood glucose increased to over 500 mg/dl on approx one and a half months earlier. She only programmed basal rates for 12:00 am and 5:00 am. The remaining basal rates were not programmed. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was returned for evaluation.